Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult breathing circuit was returned to fisher & paykel healthcare (B)(4) for inspection. The electrical resistance of the heater wires of the inspiratory and expiratory limbs were tested using a multimeter. Results: electrical resistance testing showed that the inspiratory limb heater wire had a high resistance due to a poor connection between the heater wire and the left heater wire pin. A lot check could not be performed as no lot number was provided. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production, rendering the circuit unable to provide continuity for the full period of use. Resistance tests and visual inspections are performed on all breathing circuits during production and circuits that fail are rejected. This suggests that the heater wire became open circuit after the product was released for distribution during transportation or storage.

Event description:
A hospital in (B)(6) reported via our distributor that an mr850 humidifier displayed the heater wire disconnect alarm when an rt340 adult breathing circuit was connected. This was found prior to use on a patient.